Event description:
The clinic reported that a laser vision correction patient presented with epithelial ingrowth in right eye a week post treatment. The surgeon elected to perform irrigation under the flap. No loss of best corrected visual acuity was reported.

Manufacturer narrative:
Date of this report: 01/22/2014. Device available for evaluation: yes. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.